Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern for the product and seroma.

Event description:
Healthcare professional reported "bilateral exchange of textured breast implants due to the patient¿s concern with the product" and " fluid around the right breast". Device has been explanted.

Event description:
Healthcare professional right side "pain, swelling, and purulent nipple discharge".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.